Event description:
PICC placed on day 1. PICC line noticed leaking on day 5. PICC removed and replaced on day 6. The red lumen was defective. A "hairline fracture" was noticed making this PICC an open system.